Event description:
It was reported that during a returned order service. It was determined that the device did not recognize the syringe size. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Manufacturer narrative:
Other text: one infusion pump was received for evaluation. Visual inspection found the plunger tamper seal is broken, the bottom tamper seal is intact, the battery door, top case corners, and plunger doors are cracked. The device?s event history log was reviewed for evidence of the reported event, and? Invalid syringe size? Error was found. To conduct functional testing, the device was powered up and a syringe test was performed. Upon power up, found 'invalid syringe size' with 60ml bd syringe, the syringe size sensor was out of spec. The syringe size sensor was out of spec due to normal wear, all pump sensors were recalibrated. The device then passed all functional testing. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: health effects - clinical signs and symptoms or conditions corrected. Health effects - health impact corrected.